Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial plus instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence". The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.".

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2010 whereby a gore® dualmesh® plus was implanted. The complaint alleges that on (B)(6) 2010, an additional procedure occurred whereby the gore device was explanted. The report states: "patient developed an open wound a few months after implant. He had a debridement and drainage procedure in (B)(6) 2010. He was seen again on (B)(6) 2010 and was diagnosed with abscess and infection and was scheduled for surgical removal of the infected mesh. He underwent open surgery on (B)(6) 2010 for mesh removal and abdominal wound washout secondary to 'chronically infected gore-tex' mesh. Substantial purulent material was found around the mesh and drained. There was also a 'thick inflammatory rind around the front of the prosthesis. This was peeled away from the prosthesis in the areas where it was attached'. The mesh along with 250 ml of creamy pus was removed. The explanted mesh was measured at 18 x 15 cm. The pre-implant size is 20 x 30 cm. Substantial contraction can be inferred. Another mesh was not placed at the time to allow for the infection to resolve". The complaint continues: "he was seen on (B)(6) 2010 and noted to have open wound and jp drain in place. He was examined on (B)(6) 2011 and noted to have a uniformly weak abdominal wall following the removal of the infected mesh. Records noted he was told to wait 6 months from removal of infected mesh before doing reconstruction. He was examined on (B)(6) 2011 regarding a "symptomatic and enlarging" hernia following his removal of the 'infected gortex' mesh. On (B)(6) 2011, he required another open surgery to implant a new mesh to repair the defects resulting from the removal of the infected gore mesh. He was admitted for 4 days during this stay". The patient alleges the following product deficiencies: strict products liability, negligence, implied and express warranty, fraud, fraudulent concealment, punitive damages, loss of consortium.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: 09/18/07: [facility not identified]. [Providers name not identified]. Office notes. Had umbilical hernia x 5 yrs with intermittent pain/discomfort. If on feet greater than 8 hrs. It becomes painful. Feels it¿s time for repair. Food won¿t go down if on his feet a long time, he feels it may be related to hernia. If he rests for a while-then food pushes easier. 3 cm ventral hernia, 2 cm [illegible] umbilicus. Discussed repair and complications. Schedule ventral herniorrhaphy. Sds [same day surgery], gen anesthesia. Dx: bowel obstruction. 09/26/07: cape regional medical center. Dr. K. Patel. Radiology ¿ chest two views pa and lat. Large hiatal hernia. 10/02/07: [facility not identified]. [Provider name not identified]. Office notes. Getting sick to his stomach. Trouble keeping food down-last 3 days spitting up red blood. Bowels daily, stools been dark for 1 week. Orders: CT abd, colonoscopy. 10/03/07: cape regional medical center. Richard m. Lawinski, md, facs. Procedure report. Preoperative dx: hiatal hernia. Postoperative dx: hiatal hernia, gastritis. Operation: esophagogastroduodenoscopy. Procedure: evidence of large hiatal hernia with large part of stomach above diaphragm. Scope entered into stomach below diaphragm. Erosions seen in this area. Distal stomach appeared angulated; pylorus only reached with difficulty. Erosions seen in portion of stomach distal to hiatal hernia region. Patient to undergo colonoscopy for abnormalities reported in sigmoid on cat scan, will be evaluated for surgical correction of hiatal hernia. 10/05/07: cape regional medical center. Richard m. Lawinski, md, facs. Procedure report. Preoperative dx: colon mass. Postoperative dx: diverticulosis, internal hemorrhoids. Procedure: colonoscopy to the cecum. Hx: recently seen in office for evaluation of supraumbilical hernia. Cat scan done preoperatively to evaluate symptom complex, this revealed large hiatal hernia. Description of procedure: diverticulosis noted in region of sigmoid. Scope withdrawn into rectum; internal hemorrhoids seen. Further evaluation regarding hiatal hernia, may require surgical correction. Ventral hernia treated surgically if he does not need surgical intervention for hiatal hernia. 10/12/07: cape regional medical center. Richard m. Lawinski, md, facs. History and physical. Cc: ventral, umbilical, hiatal hernia. Hpi: evaluation ventral hernia. Upper abdominal complaints, did not appear referable to hernia, cat scan revealed very large hiatal hernia. Thickening of sigmoid colon. Scheduled for correction of hiatal hernia with umbilical and ventral hernia repair. Exam: gi: upper abdominal distress secondary to large hiatal hernia. Abdomen: s/p laparotomy. Impression: s/p surgical repair hiatal hernia, umbilical hernia and ventral hernia. Plan: admission postoperative management. 10/12/07: cape regional medical center. Richard m. Lawinski, md, facs. Operative report. Preoperative dx: ventral hernia, hiatal hernia. Postoperative dx: ventral hernia, umbilical hernia, hiatal hernia. Operation: laparotomy, ventral herniorrhaphy, and umbilical herniorrhaphy (surgeon dr. Lawinski), and hiatal hernia repair and tube gastrostomy (dr. Antinori, surgeon). Assistant dr. Antinori for laparotomy and ventral umbilical herniorrhaphy, dr. Lawinski for hiatal hernia repair and tube gastrostomy. Anesthesia: general. Surgeon: richard m. Lawinski, md, facs. See above. Blood loss: minimal. Operative findings: ¿there was a ventral hernia of the midline fascia several centimeters superior to the umbilicus. There was also a fascial defect at the level of the umbilicus. Once the abdomen was entered, there was noted to be a very large hiatal hernia with the entire stomach in the thoracic cavity. There was a large hiatus in the diaphragm. There was also thickening of the sigmoid. This had been seen on preoperative cat scanning and the colonoscopy was done which revealed only diverticulosis in the area. There was no evidence of tumor. The rest of the intra-abdominal exam was unremarkable. Procedure: the patient was supine and placed under general anesthesia. The abdomen was scrubbed with betadine and prepped with duraprep and then sterilely draped. An incision was made through the midline, skin and subcutaneous tissues and extended down to the midline fascia which was incised. The peritoneum was also incised. Dissection proceeded inferiorly and a ventral hernia was dissected out of the fascia. The incision was extended down to the umbilicus to repair the umbilical hernia as well. The ventral hernia sac was excised and ligated. The abdomen was then explored. The hiatal hernia was subsequently repaired. A tube gastrostomy was done by dr. Antinori which will be dictated separately by him. Following completion of that portion of the procedure, the midline fascia was then closed using # maxon. The skin was sprinkled with ancef powder and closed with skin staples covered with antibiotic ointment and sterile compression dressing. Estimated blood loss was less than 100 cc¿s. The patient tolerated the procedure satisfactorily.¿ 10/12/07: cape regional medical center. Charles h. Antinori, md. Operative report. Preoperative dx: ventral hernia and diaphragmatic hernia. Postoperative dx: ventral hernia, umbilical hernia and diaphragmatic hernia. Operation: repair of diaphragmatic hernia and gastrostomy at time of laparotomy and ventral and umbilical repairs by dr. Lawinski. Anesthesia: general endotracheal anesthesia. Surgeon: charles h. Antinori, md. Assistant: richard m. Lawinski, md, facs. I assisted dr. Lawinski on the laparotomy, ventral and umbilical hernia repairs, which he will dictate separately. Estimated blood loss: 100 ml. Transfusions: none. Drains: #24 gastrostomy tube. Complications: none. Findings: ¿the patient had approximately 5 x 5 cm defect in the esophageal hiatus and probably has a tremendously long stomach probably 40 or 50 cm long and about 1/3 to half of that was actually up in the chest and we had to bring down into the abdominal cavity. Dr. Lawinski is dictating his procedures separately and I think he felt some thickening in the sigmoid colon. The liver appeared normal and visualized portions of the colon that appeared normal. The stomach was normal except it was extremely large and long. There were a few adhesions in the omentum in the abdominal cavity. Procedure: under satisfactory general anesthesia dr. Lawinski opened the abdomen. He took down the hernia and took down the adhesions. He will dictate this separately. I came in and he assisted me. I had an nasogastric tube placed and got in good position in the stomach. I brought the stomach and esophagus down into the abdominal cavity and could easily feel the defect in the esophageal hiatus as described above. I could put my hand up into the chest without difficulty. In exposure with retraction and placed three large #1 prolene sutures individually in the esophageal hiatus bringing it tighter so that it was snug around the stomach. The third suture we actually caught a little bit of the adventitia of the stomach in the region of the gastroesophageal junction and taking that there. When we did this the defect was much smaller and we actually had to leave room for the esophagus to come through. It was not tight around the esophagus. We then tied down these three sutures and cut them. We then performed a typical stoma gastrostomy using a #24 malecot tube. We placed purse-string sutures in the anterior wall of the stomach near the greater curvature and I endeavored to place the gastrostomy so that it would pull the stomach down into the abdominal cavity with minimal amount of tension but a little bit of tension so that the stomach could not migrate back up to the chest. Two purse-strings of 2-0 silk and made an opening in the center of that and bought the #24 malecot tube through the abdominal wall in the left upper quadrant and put the malecot hub into the stomach and tied down the purse-strings. We then tacked the stomach to the anterior abdominal wall using the two purse-string sutures and two additional sutures of 2-0 silk tacking it in four separate places so it was well pexed to the anterior abdominal wall. We then switched places and dr. Lawinski came back to the right hand side and closed the abdomen with 0-maxon. He will dictate that portion separately. Staples were put in an dry sterile dressings were applied. The patient was returned to recovery in satisfactory condition.¿ 10/17/07: cape regional medical center. Richard m. Lawinski, md, facs. Discharge summary. Date of admission: 10/12/07. Admitting/final dx: ventral hernia, hiatal hernia. Hospital course: stable postoperatively, advanced on liquid diet, after several days advanced to solid diet. Incision healed, stable for discharge. Follow up in office for staple removal, remove gastrostomy tube later in office. Records between 10/17/2007 and 1/27/2010 were not provided. 01/27/10: cape regional medical center. Richard m. Lawinski, md, facs. Procedure report. Preop dx: hx of diverticulitis. Postop dx: diverticulosis. Operation: colonoscopy to cecum. Hx: hx diverticulitis undergoing colonoscopy to rule out occult malignancy. Procedure: extensive diverticulosis of sigmoid. Tolerated procedure. Follow up 8 yrs. 02/09/10: cape regional medical center. John d. Ii mcallister, md. Radiology ¿ CT abdomen with and without contrast, pelvis with contrast. Hx: preop hernia repair. Ventral hernia extends from umbilicus, defect right of midline superiorly width 4.6 cm, herniation of omental fat, hernia associated with prominent thinning of rectus sheath where additional abdominal wall defects present along upper abdominal wall containing omental fat in this position, findings extending superiorly to level of greater curvature of stomach where abdominal wall defect measures 3-4 cm. Stomach and transverse colon lie adjacent to defects, overall length 12-13 cm. Impression: hepatic mass, follow-up imaging advised in follow-up 3-4 months¿ time with dynamic enhanced mr. Wall thickening along proximal sigmoid colon, could be sequela of chronic diverticulitis, perhaps with narrowing or stricture of bowel, while wall thickening may be overestimated due to incomplete distension, appearance suggest proliferation of pericolonic fat. Findings should be correlated with clinical hx. Possibility of carcinoma felt to be less likely, direct endoscopy advised. Extensive ventral hernia extending from umbilicus to upper abdomen adjacent to liver and stomach. 08/21/10: cape regional medical center. Warren ventriglia, md. Emergency room visit. Cc: abscess. ¿red raised area top of incision x 3 days painful appears fluid filled s/p hernia repair¿. Presents with single abscess. Symptoms began 3 days ago, constant. Complains of edema, erythema. Hpi: swelling upper part incision site. Location: abdominal surgery wound/scar. Quality erythema and fluctuant area upper abd incision site. Pain moderate. Ros: incision site red/swollen. Exam: abdomen soft, non-tender, no pulsatile mass. Plan: incision and drainage procedure. 08/21/10: cape regional medical center. Kaushik patel, md. Radiology ¿ CT abdomen/pelvis wo contrast. Hx: abdominal pain, recent abdominal ventral hernia. Large midline ventral hernia repair with mesh graft. Fluid anterior and posterior to mesh graft. Fluid anterior to mesh graft demonstrates multiple air bubbles indicating abscess. Measures 10 cm in width and 6.6 cm in anterior to posterior thickness. 6 cm in length. No bowel obstruction. Impression: large abscess involving previous surgical site of ventral hernia mesh repair. Small mass in right lobe of liver. 08/21/10: cape regional medical center. Warren ventriglia, md. Procedure - incision and drainage. Deep abscess of abdomen. Site draped, prepped with betadine, incision made using #11 scalpel, probing necessary to break up loculations. Tissue removal not needed. Moderate amount of odorless yellow drainage, specimen sent for culture and sensitivity. Area did not require irrigation, site packed plain gauze. Area left open to drain. No complications with procedure. Pt tolerated well. 08/21/10: cape regional medical center. Lawrence virgilio, md. Microbiology cultures ¿ gram stain. Source: abcess [sic]. Epithelial cells and gram-positive cocci rare. 08/21/10: cape regional medical center. Lawrence virgilio, md. Microbiology¿ aerobic/anaerobic culture. Source: abcess [sic]. Aerobic: organism 1: staphylococcus sp coag neg, few. Anaerobic: no anaerobes isolated. 08/21/10: cape regional medical center. Richard m. Lawinski, md. History and physical. Cc: abdominal abscess. Hpi: hx incisional hernia repair six months ago with gore-tex graft. Erythema and tenderness in upper incision last three days with worsening discomfort. Seen in emergency department, CT scan of abdomen/pelvis obtained, revealed collection of fluid above graft measuring 10 cm width and 6.6 cm length, air bubbles suggestive of abscess. Drainage procedure performed by emergency department physician. Small amount fluid obtained; area packed. Pt noted to be hyperglycemic and admitted for IV antibiotic therapy, evaluation of newly dx diabetes mellitus. Psh: incisional hernia repair with gore-tex soft tissue patch, repair of diaphragmatic hernia with gastropexy and ventral herniorrhaphy. Exam: abdomen morbidly obese. Open wound in superior portion of incision 1 cm in diameter and 2 cm in depth. 1 cm surrounding cellulitis. Induration without significant cellulitis along inferior part of incision. Dx/impressions: abdominal abscess. Cellulitis of abdominal wall. Diabetes mellitus. Plan: admission for IV antibiotics. Consultation with radiology for CT guided aspiration of abdominal wall abscess. 08/23/10: cape regional medical center. Kaushik patel, md. Procedure ¿ ultrasound guided abdominal abscess drainage catheter insertion. Hx: large abdominal abscess related to ventral hernia repair. Here for drainage of abdominal abscess. Findings: 30 cc of pus obtained upon insertion of drainage catheter. Sent off for aerobic and anaerobic cultures. Impression: ultrasound guided abdominal abscess drainage catheter insertion. 08/23/10: cape regional medical center. Lawrence virgilio, md. Microbiology culture ¿ gram stain. Source: abcess [sic]. Wbc, many. Gram positive cocci, few. 08/23/10: cape regional medical center. Lawrence virgilio, md. Microbiology ¿ aerobic culture. Source: abcess [sic]. Organism 1: staphylococcus lugdunensis, few. 08/23/10: cape regional medical center. [Provider signature illegible]. Post procedure notes. Pre/post-op dx: abd abscess, sepsis, fever. Procedure: u/s guided abd abscess drainage cath ¿ 8 fr. Specimens: pus. 08/23/10: cape regional medical center. Paul d. Hierholzer, do. Consultation notes. New onset diabetes mellitus. Hpi: admitted with abdominal abscess/cellulitis of abdominal wall. Noted in ER to have elevated blood sugar of over 300. Exam: abdomen obese, soft, nontender. Open wound 1 cm in size with some cellulitis and some induration. Assessment: new onset diabetes mellitus in morbidly obese male with abdominal abscess/cellulitis. 08/27/10: cape regional medical center. [Provider signature illegible]. Inpatient progress notes. Abd wall mesh infection, obesity. Can change to po abx keflex or duricef. 08/27/10: cape regional medical center. Eric a. Hansen, do. Consultation notes. Reason for consultation: abdominal wall abscess. Hpi: incisional herniorrhaphy with gore-tex soft tissue patch 02/15/10. Had been well until two weeks ago, noticed ¿a lump¿ in upper incisional area of abdomen. Area became larger and one week ago, ¿blistered up¿. Distal/caudally developed diffuse erythema, increased warmth, tenderness. To emergency room on 08/21/10, blistered area incised and drained in ER. Culture obtained, revealed few coag negative staph and repeat culture obtained 08/23/10, reveals few staphylococcus lugdunensis. Drain placed by radiology 08/23/10. Since that time, erythema improving. No fever, chills, sweats, diarrhea or skin rash. Has been antibiotics vancomycin. Exam: abdomen obese, soft. Prior blistered area now reveals soft tissue ulcer and site is clear. Hyperpigmentation from prior erythema distal/caudally to posterior lesion. Drain in place, cloudy straw-colored fluid in collection bulb. No rash noted. CT scan abdomen/pelvis from 08/21/10 reveals large abscess involving previous surgical site of ventral hernia mesh repair. Fluid anterior to mass demonstrates multiple air bubbles, can indicate abscess. Impression: abdominal wall mesh infection with staphylococcus lugdunensis. Conclusions/recommendations: continue IV antibiotics. Can be changed to oral keflex or duricef at home. Discussed concept of prosthetic material infection with pt. May need to have mesh removed if infection not controlled or infection recurs in future. May need long-term suppressive antibiotic therapy, if controlled with antibiotics, to maintain graft in place if high risk for removing. Follow up two weeks, reevaluation. 08/27/10: cape regional medical center. Richard m. Lawinski, md. Discharge summary. Date of admission: 08/21/10. Admission/final dx: abdominal wall abscess. Secondary dx: diabetes mellitus. Hx: erythema upper abdomen, upper portion of previous midline incision. Partially drained in ER. CT scan suggested larger collection, admitted for IV antibiotic therapy and more definitive treatment. Hx incisional hernia repair with gore-tex soft tissue patch and repair of diaphragmatic hernia with gastropexy and ventral herniorrhaphy. Exam: abdomen: erythema and small wound cavity in upper abdomen following incision and drainage. Hospital course: admitted on IV antibiotics. Consultation placed with interventional radiology; drainage catheter placed in abdominal wall abscess. Cultures grew staphylococcus lugdunensis. Recommended pt discharged on keflex following stabilization. Stable for discharge, follow up in office. 09/11/10: cape regional medical center. Microbiology cultures - gram stain. Source: abdomen. Final: cells/organisms seen: no. 09/11/10: cape regional medical center. Microbiology - aerobic cultures. Source: abdomen. Specimen received on swab. Organism 1: gram positive cocci. Staphylococcus sp coag negative. 09/13/10: cape regional medical center. John d. Ii mcallister, md. Radiology ¿ CT abdomen without contrast. Hx: abdominal wall abscess. Comparison prior studies 08/21/10. Postop changes along upper to mid abdominal wall with mesh material, diminishing fluid collection currently 3.8 x 7.0 cm, compatible with postop seroma deep to mesh. Previously fluid collection present anterior to mesh which no longer visualized compatible with resolving abscess. Tiny residual air lucency anterior to mesh. Upper portions of seroma tiny air lucency deep to mesh. Postop changes extend to umbilicus, less inflammatory changes along subcutaneous fat. Mid abdomen is 4.2 cm abdominal wall defect containing omental fat without herniation of bowel with this finding on right. No fluid seen involving abdomen. Impression: abdominal wall abscess resolved, persistent postop seroma deep to mesh, on upper seroma is tiny air lucency, may be sequela of prior intervention with another small air lucency seen superficial to mesh. 10/04/10: cape regional medical center. John d. Ii mcallister, md. Radiology ¿ CT abdomen without contrast. Hx: evaluate for abscess prior hernia repair, pain. Comparison prior 09/13/10. Postop fluid collection deep to mesh currently measures 8.8 x 5.8 cm in maximum ap [anteroposterior] and transverse dimension having increased in size. Findings homogeneous fluid attenuation, tiny 2 mm air lucencies seen along superior margin of collection without definable air-fluid levels. Previously tiny air lucencies noted, actually slightly more apparent on prior study, smaller lucency anterior to mesh no longer visualized. Collection extends to level of umbilicus, with si measurement estimated 14 cm. Abdominal wall defect right of repair measuring 4.2 cm containing omental fat without herniation of bowel. Impression: fluid collection deep to mesh most compatible with enlarging postop seroma. Superimposed infection difficult to exclude with only tiny air lucencies seen along upper margins of collection currently without more characteristic findings of abscess. 11/15/10: [missing records: records for ¿open surgery for mesh removal and abdominal wound washout secondary to ¿chronically infected gore-tex¿ mesh¿ per alleged injuries were not provided.] 11/18/14: cape regional medical center. John d. Ii mcallister, md. Radiology ¿ CT abdomen without contrast. Hx: evaluate for abscess. Postoperative changes involving anterior abdominal wall, with mesh material no longer visualized nor is associated seroma. A marker positioned in area concern overlies upper abdominal wall left of midline, nonspecific increased soft tissue density involving area measuring 2.1 x 4.5 cm, without definable fluid collection or air-fluid level with soft tissue density measurements of 36. No air lucencies seen. Minimal adjacent inflammation along abdominal wall and inner margins of abdominal wall without significant extent into peritoneal cavity. Transverse colon lies adjacent process. Thinning of rectus sheath present diffusely with anterior bowing deformity. Uncomplicated diverticulosis. Impression: upper anterior abdominal wall left of midline may represent early phlegmon formation, without well-defined drainable fluid collection or abscess. Associated thickening of adjacent abdominal wall. More inferiorly, small abdominal wall defect left of midline containing fat. 11/18/14: cape regional medical center. Markintosh barthelemy, md. Emergency room visit. Cc: red hot raised area on abd last hernis [sic] repair 1 yr ago. Pt states hx surgival [sic] absecess [sic]. Pt states CT showed beginning of abscess. Hpi: complaint of abdominal pain. Pain generalized to abdominal region. Does not radiate. Onset gradual, constant. Pain characterized as aching; severity moderate. Pt had outpt CT, was concerned, instructed to present to ed for evaluation. Exam: abdomen: tender upper quadrant. Treatment: npo, insert iic. Case discussed with dr. Barph, recommend started on levaquin and flagyl, follow up in office 1-2 days. Discharged to home satisfactory. Follow up richard m. Lawinski 1 day from today. Call dr. Arabach for appointment. Records between 11/18/2014 and 2/10/2018 were not provided. 02/10/18: cape regional medical center. Kaushik patel, md. Radiology ¿ CT abdomen/pelvis with and without contrast. Hx: pancreatitis, abdominal pain. Compared prior study 11/18/14. Midline ventral hernia approximately 21 cm in length. Located above umbilicus. Width of hernia is 18 cm. No bowel obstruction. Impression: large supraumbilical midline ventral hernia containing stomach, mesenteric fat, small and large bowel loops without bowel incarceration. No free air or fluid. No abscess. No pancreatitis. Small left inguinal hernia containing mesenteric fat. There is no mention of gore device removal in the records. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial plus instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act."

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2010: (B)(6) center. [Signature illegible]. Anesthesia record. Weight 319 pounds. Physical status: ii. On (B)(6) 2010: (B)(6) center. Operative record. Procedure: incisional hernia repair with gortex patch. Wound class: I. Implant: mesh dual mesh plus 20x30x1.0. Serial number: (B)(6). On (B)(6) 2010: (B)(6) center. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue #: 1dlmcp07. Lot #: 06450262. [Handwritten] abdomen. On (B)(6) 2010: (B)(6) center. [Signature illegible]. Discharge instructions. Diagnosis: incisional hernia. No lifting or driving. Follow up dr. (B)(6) on (B)(6). On (B)(6) 2010: (B)(6) center. Lab. Hgb a1c 7.2 h (4.8-6.0). On (B)(6) 2010: (B)(6) center. Microbiology. Source: abdomen. Gram stain. Organisms seen: no. White blood cells: no. Epithelial cells: rare. Aerobic culture. Organism 1: staphylococcus sp coag negative. On (B)(6) 2011: [missing records: records for ¿open surgery to implant a new mesh to repair the defects resulting from the removal of the infected gore mesh¿ per alleged injuries were not provided.] On (B)(6) 2018: (B)(6), md. Discharge summary. Discharge diagnoses: hypertension poorly controlled, diabetes mellitus type 2 poorly controlled, obesity, asthma, obstructive sleep apnea. Admitted through emergency room with elevated blood pressure 221/107 and glucose 413. Exam unremarkable except prominent ventral hernia and obesity. Mild abdominal pain, which resolved. Follow up one week. There is no mention of gore device removal in the records. Records span 09/18/2007 to 02/11/2018 it should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code 2 for sterilization evaluation. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated method and results codes; conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 2/15/2010, including records for the prior incisional hernia repair in 2007, were not provided. On (B)(6) 2010: operative report. ¿preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia. Procedure: incisional herniorrhaphy with gore-tex soft tissue patch. Findings: there were multiple fascial defects of the patient¿s upper abdominal incision extending from the umbilicus to the xiphoid. There were adhesions of omentum to the abdominal wall. The rest of the abdominal exam was unremarkable, although exam was limited to the upper abdomen. Description of procedure: the patient was supine. He was placed under general anesthesia. The abdomen was prepped with cholraprep and sterilely draped. The midline incision was incised through the skin and subcutaneous tissue. Multiple fascial defects were encountered. Incarcerated omentum was dissected out of the subcutaneous tissue. Ultimately a good fascial ring was developed, which measured 20 cm in length and 10 cm in width. A gore-tex soft tissue patch measuring 20 cm in width and 30 cm in length was then trimmed to size and this was secured to the fascia using a underlay technique using horizontal mattress sutures of 1 prolene securing the double edge of the graft to the under surface of the fascia. Once the graft was completely attached circumferentially, a snyder drain was placed through the left abdomen and secured with 30 wire. The drain portion was placed over the gore-tex patch. The subcutaneous tissues were approximated using a 2-0 polysorb and the skin was closed with skin staples and covered with antibiotic ointment and a sterile dressing. The patient tolerated the procedure satisfactorily.¿ the records confirm a gore dualmesh® plus biomaterial (1dlmcp07/06450262) was implanted during the procedure. On (B)(6) 2010: history and physical. ¿cc: incisional hernia. Hpi: this is a 48-year-old male who is being admitted for routine postoperative management following elective surgery for an incisional hernia. He underwent herniorrhaphy with thick gore-tex soft tissue patch. Pmh: the past medical history includes a history of hiatal hernia repair with gastropexy and incisional herniorrhaphy done previously in (B)(6) 2007. He has a history of diverticulosis and developed a deep venous thrombosis of his right knee in (B)(6) 2009. Social hx: negative for tobacco and alcohol. Meds: he takes no medications. Exam: unremarkable except; this is an obese 48-year-old white male. Status post incisional herniorrhaphy. Impression: incisional herniorrhaphy. History of deep venous thrombosis of the right leg. History of diverticulosis. Plan: admission for routine postoperative management.¿ on (B)(6) 2010: discharge summary. ¿admitting diagnosis: incisional hernia. Final diagnoses: incisional hernia. Secondary diagnosis: history of deep vein thrombosis. Operations: incisional herniorrhaphy with gore-tex soft tissue patch. This is a 48-year-old male was admitted following elective repair of an incisional hernia. He is on no medications. Normal postop exam. Hospital course: the patient had an uneventful postoperative recovery and was discharged when he no longer needed IV pain medication. He was stable for discharge on (B)(6) 2010 and was discharged on percocet for pain. He was discharged with an indwelling drain, which will be removed in the office along with his skin staples. Disposition: home in stable condition.¿ there is no mention of infection or device removal in the records. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial plus instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act."

Manufacturer narrative:
H6: updated health effect- clinical code. H6: updated investigation findings. H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation. H6: medical device component: g07001: part/component/sub-assembly term not applicable. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes (1690, 2225, 3191 other code for ¿loss of consortium¿ and ¿contraction¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span (B)(6) 2007 through (B)(6) 2018 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. ¿ medical records from (B)(6) 2007 through (B)(6) 2010, and from (B)(6) 2014 through (B)(6) 2018 were not provided. ¿ medical records for the alleged explant of the gore device on (B)(6) 2010 were not provided. Patient information: medical history: ¿ (B)(6) 2007: bowel obstruction. ¿ (B)(6) 2007: large hiatal hernia. ¿ morbid obesity. ? (B)(6) 2007: 230 lbs., bmi 37.1. ? (B)(6) 2009: 305 lbs., bmi 49.2. ? (B)(6) 2010: 317 lbs., bmi 51.2. ? (B)(6) 2014: 329 lbs., bmi 53.1. ? (B)(6) 2016: 343 lbs., bmi 55.4. ? (B)(6) 2018: 345 lbs., bmi 55.69. ¿ (B)(6) 2007: hiatal hernia, gastritis . ¿ (B)(6) 2007: ventral hernia, umbilical hernia, hiatal hernia, and diaphragmatic hernia ¿ (B)(6) 2010: ventral hernia. Incisional hernia, adhesions. ¿ (B)(6) 2010: abdominal abscess. Cellulitis of abdominal wall. ¿ diabetes mellitus type ii ? (B)(6) 2010: new onset ? (B)(6) 2018: poorly controlled ¿ (B)(6) 2010: abdominal abscess ¿ (B)(6) 2010: abdominal wall mesh infection ¿ (B)(6) 2010: seroma deep to mesh, compatible with enlarging postop seroma. Abdominal wall defect. ¿ (B)(6) 2010: fluid collection deep to mesh, compatible with enlarging postop seroma. Abdominal wall defect. ¿ (B)(6) 2014: small abdominal wall defect ¿ (B)(6) 2018: large supraumbilical midline ventral hernia, small inguinal hernia surgical procedures: ¿ (B)(6) 2007: esophagogastroduodenoscopy [egd] ¿ (B)(6) 2007: laparotomy, ventral and umbilical herniorrhaphy and hiatal hernia repair, tube gastrostomy. ¿ (B)(6) 2010: incisional herniorrhaphy with ¿gore-tex soft tissue patch¿. Implant: gore® dualmesh® plus biomaterial. ¿ (B)(6) 2010: incision and drainage. ¿ (B)(6) 2010: ultrasound guided abdominal abscess drainage catheter insertion. ¿ (B)(6) 2010: alleged: open surgery for mesh removal and abdominal wound washout secondary to ¿chronically infected gore-tex¿ mesh. [No medical records provided.] ¿ (B)(6) 2011: alleged: open surgery to implant a new mesh to repair the defects resulting from the removal of the infected gore mesh. [No medical records provided.] Relevant medical information: ¿ (B)(6) 2007: ¿had umbilical hernia x 5 years with intermittent pain/discomfort. Becomes painful if on his feet greater than 8 hours. Feels it¿s time for repair. Exam: 3 cm ventral hernia, 2 cm [illegible] umbilicus. Discussed repair and complications. Schedule ventral herniorrhaphy. Diagnosis: bowel obstruction.¿ ¿ (B)(6) 2007: chest x-ray: ¿large hiatal hernia.¿ ¿ (B)(6) 2007: ¿getting sick to his stomach. Trouble keeping food down-last 3 days spitting up red blood. Bowels daily, stools been dark for 1 week. Orders: CT abdomen, colonoscopy.¿ ¿ (B)(6) 2007: esophagogastroduodenoscopy. ¿evidence of large hiatal hernia with large part of stomach above diaphragm. Erosions seen in portion of stomach distal to hiatal hernia region. Patient to undergo colonoscopy for abnormalities reported in sigmoid on cat scan, will be evaluated for surgical correction of hiatal hernia.¿ ¿ (B)(6) 2007: colonoscopy. ¿recently seen in office for evaluation of supraumbilical hernia. Cat scan done preoperatively to evaluate symptom complex, this revealed large hiatal hernia. Further evaluation regarding hiatal hernia, may require surgical correction. Ventral hernia treated surgically if he does not need surgical intervention for hiatal hernia.¿ ¿ (B)(6) 2007: inpatient admission. ? (B)(6) 2007: history and physical. Ventral, umbilical, hiatal hernia. Cat scan revealed very large hiatal hernia. Thickening of sigmoid colon. Scheduled for correction of hiatal hernia with umbilical and ventral hernia repair. Exam: upper abdominal distress secondary to large hiatal hernia. Impression: s/p surgical repair hiatal hernia, umbilical hernia and ventral hernia. Plan: admission postoperative management. ? (B)(6) 2007: laparotomy, ventral herniorrhaphy, and umbilical herniorrhaphy and hiatal hernia repair and tube gastrostomy. ? Findings: ¿there was a ventral hernia of the midline fascia several centimeters superior to the umbilicus. There was also a fascial defect at the level of the umbilicus. Once the abdomen was entered, there was noted to be a very large hiatal hernia with the entire stomach in the thoracic cavity. There was a large hiatus in the diaphragm. There was also thickening of the sigmoid. This had been seen on preoperative cat scanning and the colonoscopy was done which revealed only diverticulosis in the area. There was no evidence of tumor. The rest of the intra-abdominal exam was unremarkable. Procedure: ¿an incision was made through the midline, skin and subcutaneous tissues and extended down to the midline fascia which was incised. The peritoneum was also incised. Dissection proceeded inferiorly and a ventral hernia was dissected out of the fascia. The incision was extended down to the umbilicus to repair the umbilical hernia as well. The ventral hernia sac was excised and ligated. The abdomen was then explored. The hiatal hernia was subsequently repaired. A tube gastrostomy was done by dr. Antinori which will be dictated separately by him. Following completion of that portion of the procedure, the midline fascia was then closed using # maxon. The skin was sprinkled with ancef powder and closed with skin staples covered with antibiotic ointment and sterile compression dressing. Estimated blood loss was less than 100 cc¿s. The patient tolerated the procedure satisfactorily.¿ (B)(6) 2007: repair of diaphragmatic hernia and gastrostomy at time of laparotomy and ventral and umbilical repairs by dr.(B)(6). ? Findings: ¿approximately 5 x 5 cm defect in the esophageal hiatus and probably has a tremendously long stomach probably 40 or 50 cm long and about 1/3 to half of that was actually up in the chest and we had to bring down into the abdominal cavity. Dr. (B)(6) is dictating his procedures separately and I think he felt some thickening in the sigmoid colon. The liver appeared normal and visualized portions of the colon that appeared normal. The stomach was normal except it was extremely large and long. There were a few adhesions in the omentum in the abdominal cavity.¿ ? Procedure: ¿dr. (B)(6) opened the abdomen. He took down the hernia and took down the adhesions. He will dictate this separately. I came in and he assisted me. I had an nasogastric tube placed and got in good position in the stomach. I brought the stomach and esophagus down into the abdominal cavity and could easily feel the defect in the esophageal hiatus as described above. I could put my hand up into the chest without difficulty. In exposure with retraction and placed three large #1 prolene sutures individually in the esophageal hiatus bringing it tighter so that it was snug around the stomach. The third suture we actually caught a little bit of the adventitia of the stomach in the region of the gastroesophageal junction and taking that there. When we did this the defect was much smaller and we actually had to leave room for the esophagus to come through. It was not tight around the esophagus. We then tied down these three sutures and cut them. We then performed a typical stoma gastrostomy using a #24 malecot tube. We placed purse-string sutures in the anterior wall of the stomach near the greater curvature and I endeavored to place the gastrostomy so that it would pull the stomach down into the abdominal cavity with minimal amount of tension but a little bit of tension so that the stomach could not migrate back up to the chest. Two purse-strings of 2-0 silk and made an opening in the center of that and bought the #24 malecot tube through the abdominal wall in the left upper quadrant and put the malecot hub into the stomach and tied down the purse-strings. We then tacked the stomach to the anterior abdominal wall using the two purse-string sutures and two additional sutures of 2-0 silk tacking it in four separate places so it was well pexed to the anterior abdominal wall. We then switched places and dr. (B)(6) came back to the right hand side and closed the abdomen with 0-maxon. He will dictate that portion separately. Staples were put in an dry sterile dressings were applied.¿ ? (B)(6) 2007: discharge summary. ¿hospital course: stable postoperatively, advanced on liquid diet, after several days advanced to solid diet. Incision healed, stable for discharge. Follow up in office for staple removal, remove gastrostomy tube later in office.¿ implant preoperative complaints: ¿ (B)(6) 2010: CT abdomen/pelvis. ¿impression: hepatic mass, follow-up imaging advised in follow-up 3-4 months¿ time with dynamic enhanced mr. Wall thickening along proximal sigmoid colon, could be sequela of chronic diverticulitis, perhaps with narrowing or stricture of bowel, while wall thickening may be overestimated due to incomplete distension, appearance suggest proliferation of pericolonic fat. Findings should be correlated with clinical hx. Possibility of carcinoma felt to be less likely, direct endoscopy advised. Extensive ventral hernia extending from umbilicus to upper abdomen adjacent to liver and stomach.¿ implant procedure: incisional herniorrhaphy with gore-tex soft tissue patch. Implant: gore® dualmesh® plus biomaterial (1dlmcp07/06450262, 20cm x 30cm x 1mm thick) implant date: (B)(6) 2010 [hospitalization february (B)(6) 2010]. ¿ findings: there were multiple fascial defects of the patient¿s upper abdominal incision extending from the umbilicus to the xiphoid. There were adhesions of omentum to the abdominal wall. The rest of the abdominal exam was unremarkable, although exam was limited to the upper abdomen.¿ ¿ description of hernia being treated: ¿the midline incision was incised through the skin and subcutaneous tissue. Multiple fascial defects were encountered. Incarcerated omentum was dissected out of the subcutaneous tissue.¿ ¿ implant size and fixation: ¿ultimately a good fascial ring was developed, which measured 20 cm in length and 10 cm in width. A gore-tex soft tissue patch measuring 20 cm in width and 30 cm in length was then trimmed to size and this was secured to the fascia using a underlay technique using horizontal mattress sutures of 1 prolene securing the double edge of the graft to the under surface of the fascia. Once the graft was completely attached circumferentially, a snyder drain was placed through the left abdomen and secured with 30 wire. The drain portion was placed over the gore-tex patch. The subcutaneous tissues were approximated using a 2-0 polysorb and the skin was closed with skin staples and covered with antibiotic ointment and a sterile dressing.¿ ¿ (B)(6) 2010: discharge summary. ¿hospital course: the patient had an uneventful postoperative recovery and was discharged when he no longer needed IV pain medication. He was discharged with an indwelling drain, which will be removed in the office along with his skin staples. Disposition: home in stable condition. No lifting or driving. Follow up (B)(6) 2023.¿ relevant medical information: ¿ (B)(6) 2010: inpatient admission. ? (B)(6) 2010: emergency room. ¿red raised area top of incision x 3 days painful appears fluid filled s/p hernia repair¿. Presents with single abscess. Symptoms began 3 days ago, constant. Complains of edema, erythema. Swelling upper part incision site. Location: abdominal surgery wound/scar. Quality erythema and fluctuant area upper abdominal incision site. Pain moderate. Incision site red/swollen. Exam: abdomen soft, non-tender, no pulsatile mass. Plan: incision and drainage procedure.¿ ? (B)(6) 10: CT abdomen/pelvis. ¿fluid anterior and posterior to mesh graft. Fluid anterior to mesh graft demonstrates multiple air bubbles indicating abscess. Measures 10 cm in width and 6.6 cm in anterior to posterior thickness. 6 cm in length. No bowel obstruction. Impression: large abscess involving previous surgical site of ventral hernia mesh repair. Small mass in right lobe of liver.¿ ? (B)(6) 2010: incision and drainage. ¿deep abscess of abdomen. Moderate amount of odorless yellow drainage, specimen sent for culture and sensitivity. Area did not require irrigation, site packed plain gauze. Area left open to drain. No complications with procedure.¿ ? (B)(6) 2010: cultures ¿ gram stain. Source: abcess [sic]. Epithelial cells and gram-positive cocci rare. ? (B)(6) 2010: aerobic/anaerobic culture. Source: abcess [sic]. Aerobic: organism 1: staphylococcus sp coag neg, few. Anaerobic: no anaerobes isolated.¿ ? (B)(6) 2010: history and physical. ¿abdominal abscess. History incisional hernia repair six months ago with gore-tex graft. Erythema and tenderness in upper incision last three days with worsening discomfort. Seen in emergency department, CT scan of abdomen/pelvis obtained, revealed collection of fluid above graft measuring 10 cm width and 6.6 cm length, air bubbles suggestive of abscess. Drainage procedure performed by emergency department physician. Small amount fluid obtained; area packed. Pt noted to be hyperglycemic and admitted for IV antibiotic therapy, evaluation of newly dx diabetes mellitus. History of incisional hernia repair with gore-tex soft tissue patch, repair of diaphragmatic hernia with gastropexy and ventral herniorrhaphy. Exam: abdomen morbidly obese. Open wound in superior portion of incision 1 cm in diameter and 2 cm in depth. 1 cm surrounding cellulitis. Induration without significant cellulitis along inferior part of incision. Impressions: abdominal abscess. Cellulitis of abdominal wall. Diabetes mellitus. Plan: admission for IV antibiotics. Consultation with radiology for CT guided aspiration of abdominal wall abscess.¿ ? (B)(6) 2010: ultrasound guided abdominal abscess drainage catheter insertion. ¿findings: 30 cc of pus obtained upon insertion of drainage catheter. Sent off for aerobic and anaerobic cultures.¿ ? (B)(6) 2010: culture ¿ gram stain. Source: abcess [sic]. Wbc, many. Gram positive cocci, few. Aerobic culture. Source: abcess [sic]. Organism 1: staphylococcus lugdunensis [skin flora], few.¿ ? (B)(6) 2010: consultation. ¿new onset diabetes mellitus. Noted in ER to have elevated blood sugar of over 300. Exam: abdomen obese, soft, nontender. Open wound 1 cm in size with some cellulitis and some induration. Assessment: new onset diabetes mellitus in morbidly obese male with abdominal abscess/cellulitis.¿ ? (B)(6) 2010: consultation. ¿abdominal wall abscess. Drain placed by radiology. Since that time, erythema improving. Has been antibiotics vancomycin. Exam: abdomen obese, soft. Prior blistered area now reveals soft tissue ulcer and site is clear. Hyperpigmentation from prior erythema distal/caudally to posterior lesion. Drain in place, cloudy straw-colored fluid in collection bulb. Impression: abdominal wall mesh infection with staphylococcus lugdunensis. Conclusions/recommendations: continue IV antibiotics. Can be changed to oral keflex or duricef at home. Discussed concept of prosthetic material infection with pt. May need to have mesh removed if infection not controlled or infection recurs in future. May need long-term suppressive antibiotic therapy, if controlled with antibiotics, to maintain graft in place if high risk for removing. Follow up two weeks, reevaluation.¿ ? (B)(6) 2010: discharge summary. ¿exam: abdomen: erythema and small wound cavity in upper abdomen following incision and drainage. Hospital course: admitted on IV antibiotics. Consultation placed with interventional radiology; drainage catheter placed in abdominal wall abscess. Cultures grew staphylococcus lugdunensis. Recommended pt discharged on keflex following stabilization. Stable for discharge, follow up in office.¿ ¿ (B)(6) 2010: ¿microbiology cultures - gram stain. Source: abdomen. Final: cells/organisms seen: no. Aerobic cultures. Source: abdomen. Specimen received on swab. Organism 1: gram positive cocci. Staphylococcus sp coag negative.¿ ¿ (B)(6) 2010: CT abdomen: ¿postop changes along upper to mid abdominal wall with mesh material, diminishing fluid collection currently 3.8 x 7.0 cm, compatible with postop seroma deep to mesh. Previously fluid collection present anterior to mesh which no longer visualized compatible with resolving abscess. Tiny residual air lucency anterior to mesh. Upper portions of seroma tiny air lucency deep to mesh. Postop changes extend to umbilicus, less inflammatory changes along subcutaneous fat. Mid abdomen is 4.2 cm abdominal wall defect containing omental fat without herniation of bowel with this finding on right. No fluid seen involving abdomen. Impression: abdominal wall abscess resolved, persistent postop seroma deep to mesh, on upper seroma is tiny air lucency, may be sequela of prior intervention with another small air lucency seen superficial to mesh.¿ ¿ (B)(6) 2010: CT abdomen. ¿postop fluid collection deep to mesh currently measures 8.8 x 5.8 cm in maximum ap [anteroposterior] and transverse dimension having increased in size. Findings homogeneous fluid attenuation, tiny 2 mm air lucencies seen along superior margin of collection without definable air-fluid levels. Previously tiny air lucencies noted, actually slightly more apparent on prior study, smaller lucency anterior to mesh no longer visualized. Collection extends to level of umbilicus, with si measurement estimated 14 cm. Abdominal wall defect right of repair measuring 4.2 cm containing omental fat without herniation of bowel. Impression: fluid collection deep to mesh most compatible with enlarging postop seroma. Superimposed infection difficult to exclude with only tiny air lucencies seen along upper margins of collection currently without more characteristic findings of abscess. ¿ (B)(6) 2010: microbiology. Source: abdomen. Gram stain. Organisms seen: no. White blood cells: no. Epithelial cells: rare. Aerobic culture. Organism 1: staphylococcus sp coag negative. Explant preoperative complaints: no information. Explant procedure: alleged: open surgery for mesh removal and abdominal wound washout secondary to ¿chronically infected gore-tex¿ mesh. [No medical records provided.] Explant date: (B)(6) 2010 relevant medical information: ¿ (B)(6) 2011: alleged: open surgery to implant a new mesh to repair the defects resulting from the removal of the infected gore mesh. [No medical records provided.] ¿ (B)(6) 2014: CT abdomen. ¿postoperative changes involving anterior abdominal wall, with mesh material no longer visualized nor is associated seroma. A marker positioned in area concern overlies upper abdominal wall left of midline, nonspecific increased soft tissue density involving area measuring 2.1 x 4.5 cm, without definable fluid collection or air-fluid level with soft tissue density measurements of 36. No air lucencies seen. Minimal adjacent inflammation along abdominal wall and inner margins of abdominal wall without significant extent into peritoneal cavity. Transverse colon lies adjacent process. Thinning of rectus sheath present diffusely with anterior bowing deformity. Uncomplicated diverticulosis. Impression: upper anterior abdominal wall left of midline may represent early phlegmon formation, without well-defined drainable fluid collection or abscess. Associated thickening of adjacent abdominal wall. More inferiorly, small abdominal wall defect left of midline containing fat.¿ ¿ (B)(6) 2014: emergency room. Red hot raised area on abd last hernis [sic] repair 1 yr ago. Pt states hx surgival [sic] absecess [sic]. Pt states CT showed beginning of abscess. Complaint of abdominal pain. Pain generalized to abdominal region. Does not radiate. Onset gradual, constant. Pain characterized as aching; severity moderate. Pt had outpt CT, was concerned, instructed to present to ed for evaluation. Exam: abdomen: tender upper quadrant. Treatment: npo, insert iic. Case discussed with dr. Barph, recommend started on levaquin and flagyl, follow up in office 1-2 days. Discharged to home satisfactory. ¿ (B)(6) 2018: CT abdomen/pelvis. Pancreatitis, abdominal pain. Compared prior study 11/18/14. Midline ventral hernia approximately 21 cm in length. Located above umbilicus. Width of hernia is 18 cm. No bowel obstruction. Impression: large supraumbilical midline ventral hernia containing stomach, mesenteric fat, small and large bowel loops without bowel incarceration. No free air or fluid. No abscess. No pancreatitis. Small left inguinal hernia containing mesenteric fat. ¿ (B)(6) 2018: discharge summary. Admitted through emergency room with elevated blood pressure 221/107 and glucose 413. Exam unremarkable except prominent ventral hernia and obesity. Mild abdominal pain, which resolved. Follow up one week. Conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial is provided sterile. Procedure and specific patient factors may contribute to or cause infection, leading to contamination or infection of the mesh material. The instructions for use further state: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "d15: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 06450262. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. Added method/results/conclusions code 2 for sterilization evaluation.